Event description:
It was reported that on (B)(6) 2011, a xience v stent was implanted in a de novo, proximal, left anterior descending (lad) artery, and approximately 22 months later, on (B)(6) 2013, the patient experienced a new angina event. On (B)(6) 2013, the patient was hospitalized and an angiogram was done with findings of a new stenosis found in the target vessel/non-target lesion, in the proximal lad. Although the xience v stent was reported patent in the lad, the stenosis was found within 5 mm of the implanted xience v stent. There was no myocardial infarction occurrence. On (B)(6) 2013, a new unspecified stent was implanted in the proximal lad at treatment. The symptoms resolved without an adverse patient sequela on (B)(6) 2013. The patient was discharged on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and stenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.